Event description:
Customer complained after using it on a couple of teeth this morning, the handle broke off and the brush was stuck between her teeth, she finally was able to get it out. She was scared that she was going to have to go to the dentist to have it removed. She has been using them for years and has never had a problem. It was the last one of the packages.